Event description:
It was reported that this right ventricular (rv) lead pacing impedance showed low out-of-range measurements of less than 200 ohms, with high capture thresholds and high shock impedance within normal limits as well. Isometrics and maneuvers were performed, but no noise was noticed, and the pacing impedance remained low oor. Technical services recommended to perform chest x-rays to evaluate if there is any integrity and/or positioning issue with this product. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided in the future, a supplemental report will be issued. Corrected fields: d5 (describe event or problem): was corrected removing the shock impedance information, as flextend leads are brady leads and do not have shock impedance. -h6 (device codes): code "high impedance - a072201" was removed as flextend leads are brady leads and do not have shock impedance.

Event description:
It was reported that this right ventricular (rv) lead pacing impedance showed low out-of-range measurements of less than 200 ohms, with high capture thresholds. Isometrics and maneuvers were performed, but no noise was noticed, and the pacing impedance remained low oor. Technical services recommended to perform chest x-rays to evaluate if there is any integrity and/or positioning issue with this product. No further information was provided. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided in the future, a supplemental report will be issued. D5 (describe event or problem): was corrected removing the shock impedance information, as flextend leads are brady leads and do not have shock impedance. H6 (device codes): code "high impedance - a072201" was removed as flextend leads are brady leads and do not have shock impedance.

Event description:
It was reported that this right ventricular (rv) lead pacing impedance showed low out-of-range measurements of less than 200 ohms, with high capture thresholds. Isometrics and maneuvers were performed, but no noise was noticed, and the pacing impedance remained low oor. Technical services recommended to perform chest x-rays to evaluate if there is any integrity and/or positioning issue with this product. No further information was provided. Eventually, this rv lead along with the entire implantable cardioverter defibrillator system was explanted due to an infection. This rv lead is not expected to be returned for analysis and no additional adverse patient effects were reported.